Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "7.8 and 5.2 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. The meter and test strips were replaced.

Manufacturer narrative:
The test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips have passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.